Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 2.0mg/ml fentanyl at 0.6332mg/day, 0.3mg/ml clonidine at 0.095mg/day, 15mg/ml morphine at 4.749mg/day via an implantable infusion pump for spinal pain. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient did not recently have a MRI. The pump started to alarm over the weekend. The motor stall was active. The patient was having some withdrawal. The pump was silenced and then it started alarming again. The rep requested the pump off password since the patient lived 3 hours from a doctor and may decide to permanently disable the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the reason the pump alarmed after the alarm was silenced was because the pump had restarted. No further complications were reported.